Event description:
A bipolar forceps was plugged into the monopolar input on the olympus ues-40, causing the cautery to activate. Forceps were on patient's abdomen and activation caused 7-10 mm burn to patient.